Event description:
The customer reported that she was hospitalized with high blood glucose of 600 mg/dl and diabetic ketoacidosis. She was not wearing the insulin pump at the time of hospitalization and is unsure how long before that she was off the insulin pump. The customer was released after being at the hospital for a couple of nights. The customer also stated that she began experiencing issues in (B)(6) 2014 with her insulin pump in that it would just shut off and she would receive no delivery alarms when the pump had actually delivered insulin. The customer stated that there will be a full battery in the insulin pump, then she would hear a beep, the pump would turn off and the screen would go blank. When the insulin pump came back on, the customer reported that she would see that the reservoir icon had changed. The customer stated that the no delivery alarms were resolved by changing her infusion set. Troubleshooting was performed and no anomalies found. Nothing further reported.

Manufacturer narrative:
Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms or blank display anomaly noted. Insulin pump received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.